Manufacturer narrative:
No indication of the product malfunctioning, issue was with the patient having an allergic reaction to the implant. The warnings in the package insert state this type of event can occur. Review of device history records show that lot released with no recorded anomaly or deviation. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Note, the patient had 2 implants explanted, see MDR 1032347-2011-00084 also.

Event description:
It was reported the patient had bilateral tmj surgery on (B)(6) 2011. The patient experienced an allergic reaction to the cobalt-chromium-molybdenum mandibular components, so they were removed on (B)(6) 2011, and replaced with titanium implants.